Event description:
It was reported that the shaft break occurred. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion of the device the shaft fractured outside the patient. The device was removed intact and the procedure was completed with a different device. There were no patient complications nor injuries reported.